Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one month post implant the patient with this implantable cardioverter defibrillator (ICD) system was hospitalized for septic shock. A revision procedure was performed and the ICD and the right ventricular (rv) lead were explanted and discarded. No additional adverse patient effects were reported.